Event description:
Customer was a new insulin pump user and is reporting low blood glucose of 49 mg/dl, which will be treated with a bolus delivery and would eat breakfast. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.